Event description:
It was reported that partial deployment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, a deployment failure occurred, and it was noted that the stent elongated. Additionally, it was reported that the use of a 0.014-inch guidewire may have contributed to the event. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was discarded in the facility and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the eluvia device confirmed that the stent- partially deployed and stent- material deformation are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that partial deployment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, a deployment failure occurred, and it was noted that the stent elongated. Additionally, it was reported that the use of a 0.014-inch guidewire may have contributed to the event. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.